Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking sensation following a fall. The pt felt the shocking sensation at the lead location when doing "certain" movements. The pt was charging more than he expected as he charged for about 3 hrs once a week. The pt used to only charge every 3-4 weeks, and the current stimulator settings were lower than before. The rptr noted the pt was confusing the coupling bars with the stimulator charge level. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.